Event description:
The customer reported a fluid balance issue on a red blood cell exchange procedure. Patient information is not available at this time. This report is being filed due to insufficient information provided at this time to determine if a malfunction with the potential for death or injury occurred.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
(B)(4). Investigation: the machine was evaluated by the service technician and no issues were found. A review of the device history record for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: undetermined. Potential causes of a fluid imbalance include incorrectly loaded tubing set, incorrectly entered patient information, a defective pump, and pump rotor occlusion issues. The machine was returned to service after no issues were found.

Manufacturer narrative:
(B)(4). The machine has been in continued use, completing a number of procedures without problems since the reported incident.